Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for novel pacemaker implant. During the procedure, it was found that the novel left ventricular lead was exhibiting poor capture at high outputs. The physician elected to complete the procedure using an alternate lead on (B)(6) 2021. The patient was stable.